Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, the physician decided to replace the old lead with a new right atrial (ra) lead due to unknown reasons. The new ra lead exhibited failure to capture and high pacing impedance which increased more than double in value. The new ra lead was not used and the physician decided to use the old lead instead. The patient was stable throughout the procedure.

Event description:
New information notes that the patient had presented for a generator change procedure. During the procedure, it was noted that the chronic right atrial (ra) lead and the chronic right ventricular (rv) lead exhibited high capture thresholds. The physician decided to replace the chronic ra lead with a new ra lead; however, the new ra lead exhibited loss of capture, high pacing impedance, and weak sensing. The new ra lead was not used. The physician ultimately reused the chronic ra lead as the procedure duration had become prolonged. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events of failure to capture, high pacing impedance, and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.